Event description:
The surgeon reports that following intraocular lens (iol) implant surgery, he noted a chip in the optic area of the lens. The lens was removed and replaced during the initial procedure. The pt is doing "fine". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.